Event description:
Information received by medtronic indicated that the insulin pump alerted stuck button alarm during battery change. Customer also reported blank display but it was resolved after installing the new battery. No harm requiring medical intervention was reported.  The customer was advised to discontinue the use of the device. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.